Event description:
The customer reported that the black sheath at the distal tip of the device tore. Pieces of the sheath fell into the pt cavity but the material was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.